Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information received that the threshold has been high as it was the accepted threshold or spot with a bipolar lead. The lead was explanted. No additional adverse patient effects were reported.